Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the author reported that the devices used in this article were not medtronic devices.

Manufacturer narrative:
Please note that this date is based off of the date that the article was accepted for publication as the event dates were not p rovided in the published literature. Information references the main component of the system involved in the event; other applicable components are: product ID: neu_unknown_lead, product type lead.

Event description:
Simopoulos, t.t., sharma, s., aner, m., gill, j.s. The incidence and management of postdural puncture headache in patients undergoing percutaneous lead placement for spinal cord stimulation. Neuromodulation: journal of the international neuromodulation society. 2 016. Doi: 10.1111/ner.12445 summary: the goals of this article were to determine the incidence of postdural puncture headache (pdph) per lead insertion at the various regions of the spine and to detail the use of conservative management and epidural blood patch (ebp). Long-term outcomes are reviewed to validate treatment modalities employed. Reported events: patient 3: a (B)(6) male undergoing a spinal cord stimulation (scs) trial for idiopathic painful peripheral neuropathy (ppn) experienced a postdural puncture headache (pdph) from an l2/3 level dural puncture 4 days after the placement of a temporary trial lead. The patient's medical records reportedly documented accidental intrathecal access during insertion of the trial lead. The pdph did not respond to conservative non-interventional treatments, including bed rest, IV fluids, and analgesics of at least 24 hours duration and ultimately underwent an epidural blood patch. It was noted that there was enough time for the patient to determine that the trial was beneficial before onset of the headache, and the patient made a full recovery following the blood patch (minimum follow up of one year) with no documented long-term sequelae. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.